Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. It was reported that the patient experienced a fluid leak from two consecutive adapters during the same peritoneal dialysis treatment. Medical device report 8030665-2018-00436 houses the investigation for the adapter involved in the first leak while medical device report 8030665-2018-00437 houses the investigation for the adapter involved in the second leak.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. The patient was in dwell one of five of their treatment when they contacted technical support and mentioned that the adapter connecting the supply line to their last bag had ¿popped open¿ and begun to leak. Upon noticing the leak, the patient replaced the adapter and continued with their treatment. A short time later, the second adapter experienced the same issue and more fluid leaked onto the floor. The patient disconnected from the setup and cancelled their treatment. The technical support representative advised the patient to reset up the cycler using new supplies but the patient opted to skip their treatment that night. It was verified that fluid did not come in contact with the cycler and that the cassette compartment was dry. The technical support representative advised the patient to notify their nurse of the event. At this point in time, there was no report of patient injury or medical intervention required as a result of the reported issue. Additional information was requested but was not available.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.